Event description:
The customer reported via phone call that she was experiencing difficulty with bent sensor cannulas. The customer also stated that on the morning of the call she had a blood glucose level of 43 mg/dl. The customer declined to troubleshoot for the low blood glucose level. Customer will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.